Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable, clamp tubing" alarm. Per reporter air in tubing was present. Reported "rate 2.2 hr res vol 24.5 given 73.6." It was reported that no additional information was available. No adverse patient effects were reported.